Event description:
It was reported that patient fell out of car onto the right knee.

Manufacturer narrative:
An event regarding crack/fracture involving a ps lipped tibia insert med 11 (pr (B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient fell out of car onto the right knee.